Manufacturer narrative:
It is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angiogram of the lower extremity with intervention, the tip of a cxi support catheter separated as the user attempted to cross the diseased posterior tibial artery. The separated portion of the device was pushed distally into the posterior tibial artery with an unknown balloon and remains in the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during an angiogram of the lower extremity with intervention, the tip of a cxi support catheter separated as the user attempted to cross the diseased posterior tibial artery. The separated portion of the device was pushed distally into the posterior tibial artery with an unknown balloon and remains in the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawings, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. In response to this incident, cook reviewed the device history record (DHR). The DHR for the lot records no non-conformances. The DHR for a subassembly lot records one relevant non-conformance for inadequate tip/taper on 1 device, which was scrapped. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. A device master record (dmr) review was performed, and device drawings, specifications, manufacturing instructions, and quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following to the user related to the reported failure mode: precautions: "catheter manipulation should only occur under fluoroscopy." "The catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." Cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was submitted.